Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a nurse inquired about what might cause high short interval count (sic) and to determine if the lead was okay. A review of the interrogation found that the lead was intact and that a decrease in sensitivity (reprogramming of the device) would fix the issue defined as "physiologic" oversensing causing the high sic. The device remains implanted and in use.